Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. One year prior, the shock impedance had been 90 ohms. The patient was brought in for commanded shock testing. A commanded shock was delivered and a measurement of 96 ohms was noted. The physician then elected to do defibrillation threshold (dft) testing which resulted in a measurement of 90 ohms. Both delivered shocks resulted in measurements within the normal range. Thus, the physician elected to continue the patient's normal follow up schedule at this time. This product remains in service. No adverse patient effects were reported.